Manufacturer narrative:
Investigation in process. No additional info available at this time.

Event description:
It was reported that "the conical impactor made some noise while threading onto the stem. The doctor then impacted the stem and then tried to disengage the impactor from the stem. At first he could not turn the handle. It was frozen. After 5-8 mins of work he eventually got it to release/disengage from the stem."